Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they have bad sensors that are fluctuating in readings. The customer states receiving threshold suspend alarms. The customer states having to go to the emergency room, but for a bleeding cyst, but declined trouble shoot for medical assistance. The customer's blood glucose level at the time of incident was 139mg/dl. Troubleshoot was conducted and the sensors are being replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed with accurate readings.